Manufacturer narrative:
The reason for this second revision surgery was to remedy a loosened glenoid after 4 years, 4 months, 11 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 140 prior complaints reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - the patient had a possible infection and the glenoid component became loose. The surgeon decided to remove the implants and exchange them with new ones.